Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. No technical root cause was identified as the product was found to be within specifications, device worked as intended. Contributing factor is a very nervous patient. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported an unusual cut in the bed. The patient was very nervous and pushed out the eyelid lock and suction ring during the first attempt at docking. The second attempt to dock was successful. The flap lift worked without any issues. The unusual area could be lifted easily and without problem. The uneven area in the stromal bed could still be seen after the excimer treatment.